Manufacturer narrative:
On jun 21 2021, additional information was received indicating only the left breast prosthesis was deflated at the time of explantation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a n unspecified breast implantation procedure with a saline mentor siltex round moderate profile 425cc breast implant and experienced bilateral deflation post-operatively. As a result, the patient underwent removal and replacement with gel breast implants on (B)(6) 2021. Two devices were received with the same lot number. Both devices appeared to be deflated. As a result, both devices are being reported conservatively for deflation. Follow-ups are being performed. If additional information becomes available, a supplemental report will be submitted. This report is for the right breast prosthesis.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak test of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and was found to have a tear within an area of siltex cracking on the posterior aspect, measuring approximately 0.4 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4) it was noticed that section g was incorrectly populated in the previous report. The fields have been updated appropriately. D9: was incorrectly populated in the previous report. The fields have been updated.